Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the device, it was noted that the stylet was not in place on return. The needle was very bloody. The needle could be advanced, slight resistance on the first attempt but fine thereafter. The needle was curved and slightly bent at the tip. The customer complaint was confirmed as the needle was slightly bent at the tip. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c device of lot number c1300443 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
"As per complaint form": needle scrapes the inside of the sheet according to doctor.

Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This follow up report is being submitted to cancel the initial report submitted in relation to this event. Initial assessment was based on the conservative assumption that the needle damaged the inner wall of the sheath, however no adverse effects to the patient were reported. On review of the complaint details and device evaluation it was determined that the "scraping on the inside of the sheath" that the user refers to is resistance, as no evidence damage to the sheath was observed.this event has been re-assessed as not meeting FDA reporting requirements. There is no malfunction reporting precedence for this event. This failure mode is also low risk and no injury has been reported as occurring to the patient. This event did not cause/contribute to a death/serious injury and is not likely to cause/contribute to a death/serious injury if it were to recur. Comments from r&d engineer after completion of device evaluation as follows: "per the original investigation there was no apparent damage to the sheath or any skiving seen. This would represent as sheath debris around the needle tip or cannula. This was not apparent in the lab and cannot be seen in any of the available images from the investigation.the stiffness observed is most likely due to the difficult anatomical position in the procedure, which would cause the needle curvature as seen in the images. Biological matter between the needle and sheath may have been a factor in increasing the stiffness also." Based on the updated comments it is believed that the "scraping on the inside of the sheath" that the user refers to is resistance. It can be noted that the needle was noted to be slightly bent at the tip during the device evaluation. Upon evaluation of the device, it was noted that the stylet was not in place on return. The needle was very bloody. The needle could be advanced, slight resistance on the first attempt but fine thereafter. The needle was curved and slightly bent at the tip. The customer complaint was confirmed as the needle was slightly bent at the tip. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c device of lot number c1300443 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to cancel the initial report sent in relation to this event. Initial assessment was based on the assumption that the needle damaged the inner wall of the sheath, however no adverse effects to the patient were reported. On review of the complaint details and device evaluation it was determined that the "scraping on the inside of the sheath" that the user refers to is resistance, as no evidence of damage to the sheath was observed. This event has been re-assessed as not meeting FDA reporting requirements. There is no malfunction reporting precedence for this event. This failure mode is also low risk and no injury has been reported as occurring to the patient. This event did not cause/contribute to a death/serious injury and is not likely to cause/contribute to a death/serious injury if it were to recur. Initial report details: needle scrapes the inside of the sheet according to doctor.